Event description:
Device malfunction: difficulty to advance, premature partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of the tibial artery, the xpert stent delivery system (sds) was being advanced over the guide wire when resistance was met. The sds was removed from the anatomy and inspected. It was noticed that the first row of the stent struts had partially deployed . The device was discarded and a second xpert sds was used to complete the procedure without incident. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
Used past expiration date; used off-label in the tibial artery. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.